Manufacturer narrative:
Manufacturing evaluation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively established through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively determined through this evaluation. The controller event log file contained approximately 3 hours of data from (B)(6) 2019. The file captured the pump operating at a fixed speed of 5300 rpm and motor power, estimated flow, and average pi typically ranged from 3.808-4.211 watts, 2.5-4.8 lpm, and 3.4-13, respectively. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the threshold of 2.5 lpm. These alarms resulted in 31 low flow hazard alarms lasting between 1 and 287 seconds. These alarms appeared to be associated with elevated pi values ranging from 11.6-13; however, a specific cause for these events could not be conclusively determined through this evaluation. Despite these alarms, no other atypical events were captured, and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. The hm3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the hm3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, this document describes all alarm conditions as well as the appropriate actions associated with them. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had about 30 low flow alarms on interrogation in clinic on (B)(6) 2019. The history only went back to 9:06 that morning. The patient mentioned that he was asymptomatic. Log files were submitted and it was reported that the patient was going to head down to get a CT scan to look at his outflow graft. Also patient mentioned that his urine was dark. The account ordered a ua and it is dark, dark brown. On (B)(6) 2019 it was reported by the vad coordinator that the dark urine was not device related nor thrombus related. The reported low flow alarms did not seem to be device related and no outflow graft twist detected. No further information provided.